Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical devices: comp rvs cntrl 6.5x20mm st/rst cat# 115394 lot# 011430; comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 638000; comp rvs 2.7mm dia drl ll cat# 405889 lot# 198780; comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 752820; comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 499360; comp lk scr 3.5hex 4.75x35 st cat# 180554 lot# 676000; comp primary stem 5mm mini cat# 113625 lot# 528120; arcom xl 44-36 std hmrl brng cat# xl-115363 lot# 791980; comp rvs tray co 44mm cat# 115370 lot# 941850; comp rvrs shldr glnsp std 36mm cat# 115310 lot# 087620. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent approximately 16 months post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.